Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the buttons on the insulin pump were unresponsive. The device reportedly had not been exposed to moisture. No significant event leading to the issues was recalled. Customer's blood glucose was 179 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No alarm could be verified due to unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and a protruded and loose drive support disk.